Event description:
Pt underwent total abdominal hysterectomy with bilateral salpingo-oopherectomy on 4/25/97. She was c/o abdominal pain on 7/13/97. An abdominal x-ray showed a sponge. On 7/13/97 she had laparoscopic procedure to assess the area, but changed to an open procedure requiring small bowel resection.